Event description:
The first device attempted would not unjacket. Physicians withdrew the device and proceeded to use alternate device. The second endograft was successfully implanted. However the jacket was difficult to retract. It was also observed that the delivery catheter for this endograft had a #4 pin where there should have been a #2 pin. A twist in the trunk of the endograft was noted. A wallstent was placed in the contralateral limb of the endograft to improve flow.